Event description:
It was noted that the pacemaker exhibited noise. The status of the pacemaker and patient condition were unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.